Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, correct france to sweden. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer¿s claim regarding the cable tube unit leakiness was confirmed. It was surmised that it was likely due to a customer mishandling issue with the use of a pointed or sharp object that might have come in contact with the outer sheath causing the perforation. The deterioration of the adhesive of the a-rubber and the objective lenses gluing appearance that both showed, by loupe, a noticeable crumbling with missing parts could very likely be the result of a phenomenon that could have occurred during reprocessing. Other findings such as the condition of the m plug unit, could have likely been a consequence of wear during handling. The replacement of the insertion part-unit, the lg-mount / connector cover unit, the cable tube unit, and the m plug unit are required as a major repair to return the instrument to specification. The instruction manual identifies the following related verbiage which may have prevented the phenomenon: ¿operation manual: important information ¿ please read before use: precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 100s/nx®/100nx®: sterilization by sterrad® 100s/nx®/100nx® system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ the suggested event was presumed to be caused by the following matters: a) stress was applied to the distal end from the outside of the endoscope. B) chemical attack by chemical solutions, etc.; c) influence of sterilization by using sterrad 100s short program. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The air leak inspection showed a continuous flow of bubbles located in the area of the cable tube unit. Additionally, as noted, the distal end adhesive was notably cracked. Furthermore, the adhesive around the lenses was also deteriorated with cracking and visible pieces missing. The master plug unit was cracked, and the light guide mount ring was melted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their endoeye felx 3d deflectable videoscope due to an air/water leakage noted following the completion of a procedure. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the device was severely cracked and peeling. This report is being submitted to capture the damage adhesive.